Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported that the issue he had with the device was that the locking screw was in the locked position out of the box. This caused the helical blade to become wedged in the aperture in the rod and made removal almost impossible necessitating a large incision, cables and a longer rod. There was no allegation against the second nail; it was rejected because of a size issue.

Event description:
It was reported that a helical blade would not advance into a trochanteric nail during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. When the nail was removed, it appeared that the set screw was already engaged. The construct was reassembled on the back table; once the set screw was loosened, the blade went right through. A second, fully intact, nail was rejected for use when the surgeon discovered that the femur was fractured all the way down to the distal locking screw. Finally, a third intermediate sized nail was used to successfully complete the procedure. A surgical time delay of two (2) hours was reported. Also, the patient experienced intraoperative blood loss requiring a transfusion of one unit. The original date of injury was (B)(6) 2015; the patient fell while getting dressed. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height was reported as (B)(6). Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.